Manufacturer narrative:
(B)(4). Results: (procedural bleeding, kink). Results and conclusion: (aortic neck angulation of 90 degree, 13 cm aaa, and severe tortuosity). (Use of device in severly angulated aortic neck, 90 degrees).

Event description:
A talent stent graft system was implanted in a pt for the endovascular treatment of a 13 cm x 19cm abdominal aortic aneurysm approx eight months ago. Aneurysm and vessel morphology were reported as mild vessel tortuosity, no mural thrombus in the sac, the aaa was entirely blood-filled and the aortic neck had a 90 degree angle to the right. It was reported that the pt presented with back pain. Talent bifurcated stent graft was implanted, however, during implant the angulation kept guiding the wires/catheters over to the right, making cannulation of the gate difficult (reference file 2953200-2011-00676). Multiple approaches were tried, however, when these attempts were unsuccessful, the physician decided to use a talent converter and occluder inserted from the right side, and in addition, a (B)(4) talent limb was extended into the right iliac. There was unintentional stent graft kinking due to angulation of the aorta and a 1000 cc blood loss. The pt had a blood transfusion 4 days later and was discharged from the hospital. Approx 45 days later, the CT showed that there may be some slight kinking at the distal landing zone in the right external iliac artery due to mild vessel tortuosity. The talent limb is patent. There is no reported intervention for the kink. The investigator assessed there was no relation to the study device and definite relation to the procedure. No add'l clinical sequelae were reported and the pt is recovered.